Event description:
It was reported that after surgery, the gripper was not gripping the guide rod as tight as it should, defective spring. No injury reported. No delay. After product evaluation it was determined that the gripper has a broken release lever.